Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at unknown pressure, the balloon ruptured. The device was completely removed and no patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at unknown pressure, the balloon ruptured. The device was completely removed and no patient complications nor injuries were reported. The device has been disposed off by the facility. It was further reported that the target lesion was located in the left anterior descending artery.